Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, damage to the catheter shaft was observed. Inspection of the catheter shaft revealed a deformation near the last two electrodes, the kink (shaft deformation) was identified at approximately 3.5 mm from the distal tip. No further relevant visible damage was detected. A calibrated steel ruler was used to identify the location of the material deformation. The device was evaluated for deflection. The catheter did not form a curve consistent with the visual work reference material (vwr). The catheter met the planarity specification. As the complaint device was confirmed to have a shaft deformation during re-inspection, it is likely that the deformation found near the distal tip contributed to the customer's reported event as damage to the device's structural integrity may adversely impact its mechanical and electrical qualities. Therefore, the inspection results indicated that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to a curve issue as a result of mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the cs catheter was not to the designed shape. As reported, the device was replaced. There was no patient injury or medical intervention and extended procedure time reported was fifteen minutes. These are commonly used devices that are readily available.